Manufacturer narrative:
Correction b5: medtronic received information that during use of an autolog iq instrument, it was reported that error code 14 occurred twice during use and both times restarted. It seemed unable to detect the bowl and when it did run, it pumped 2.5l of blood into the waste bag and did not process any of the blood. Use of instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that the instrument dumped the cells to waste during patient use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that error code 14 occurred twice during use and both times restarted. It seemed unable to detect the bowl was verified during service. Service technician found that the unit had fluid ingress and the unit would not power on. It was verified that the fuses are good and the unit was receiving 120v input from the wall. The output of the power supply is 0v. Unit requires power supply. Unit was also reported to have error 10. The issue was resolved by replacing the power supply 115 vac to 24vdc. Preventive maintenance was performed per specifications. H.6: annex a code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog iq instrument, it was reported that error code 14 occurred twice during use and both times restarted. It seemed unable to detect the bowl and when it did run, it pumped 2.5l of blood into the waste bag and did not process any of the blood. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation:the reported issue that error code 14 occurred twice during use and both times restarted. It seemed unable to detect the bowl was verified during service. Service technician found that the unit had fluid ingress and the unit would not power on. It was verified that the fuses are good and the unit was receiving 120v input from the wall. The output of the power supply is 0v. Unit requires power supply. Unit was also reported to have error 10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.